Manufacturer narrative:
Particulate matter was identified in the final bags; however, the customer indicated the issue was due to non-baxter tubing. Therefore, the baxter product is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix bags had particulate matter (pm). The pm was further described as ¿large brown particles¿. This was noticed prior to the bags being sent to the patient. There was no patient involvement. No additional information is available.